Event description:
Critical care patient was on a three drug drip on a hospira plum a+3 infusion system. The middle pump gave an error code e301 malfunction and the pump did not give an adulatory alarm when the pump failed. This was an issue with a FDA recall in the past. This pump was part of the prior FDA recall and had the proper approved fix applied in (B)(6) 2011 by the MFR.